Manufacturer narrative:
Six osteoraptor 2.9 w. 2 ub white / black devices were returned for evaluation of the reported complaint mode, "anchors failed". Two of the returned devices were received in unopened packages. No issues were found with these two devices. One device was opened, but appeared not to be used; no issues were noted with this device. Three of the devices received had no anchors; a functional evaluation could not be performed. A review of the device history records was performed, which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
During a left shoulder arthroscopy procedure, it was reported that the anchors were unable to be seated so they had to push them down into the humeral head. During the insertion the anchors split. Surgeon did prep the site with appropriate spade-tip drill bit through the drill guide. The anchors were left in the bone; he was able to remove sutures except one suture that he was able to use. The procedure was completed using additional osteoraptor devices.